Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The defective sample was not provided for evaluation. Therefore, further investigation of the complaint is not possible. The actual defective device is a valuable tool in investigating the cause of this incident. In the future, if this incident occurs again, please retain the sample so that a complete investigation can be performed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The defective sample was not provided for evaluation. Therefore, further investigation of the complaint is not possible. The actual defective device is a valuable tool in investigating the cause of this incident. In the future, if this incident occurs again, please retain the sample so that a complete investigation can be performed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported via medwatch number (B)(4): describe the event or problem: patient was initiated on dialysis. Approximately 15 minutes later, the cht [certified hemodialysis technician] reversed the patient's dialysis lines to troubleshoot frequent pressure alarms. The patient's line was assessed and was running well after reversing the lines. At approximately 1 hour later, the patient's venous line became disconnected from the catheter. The disconnect was noticed about one minute later as the patient started to breathe heavily. Approximately 500-700 ml of blood were lost. The blood pump was immediately stopped. The patient was checked and there was no pulse. Emergency response was initiated, and CPR [cardiopulmonary resuscitation] was started. Patient was transferred to the ed [emergency department] where the patient passed away.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.